Event description:
A dentist reports that she developed an allergy to latex as a result of direct and indirect exposure to latex gloves. She states that she has used latex gloves made by several different glove manufacturers.